Event description:
The reporter sated that two blood glucose tests were run on two different patients. It was reported that the nurse saw 128 mg/dl as a result and 268 mg/dl as the other results. The reporter stated that when the device was docked the results changed to hi out of range and low out of range. A request was made for the return of the suspect device and replacement product was sent.